Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Qc has been failing ever since the last preventive maintenance (pm) procedure was performed on the instrument. System check information has not been supplied to date. A bci field service engineer (fse) was dispatched and discovered that the tubing had become pinched in the top cover of the instrument after it had been closed. The fse was not certain which tubing was pinched or how it became pinched in the cover. The pinched tubing is the likely root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining several ind and ovr flagged patient and qc results after having a preventive maintenance (pm) performed on the access 2 immunoassay system. Per the customer, several of the patients' results obtained were questioned by the customer due to being flagged as either ind or ovr. Also, several additional patient results obtained were also questioned because the results were either too low or too high and did not match the patients' clinical pictures. No specific patient results were provided by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.